Event description:
A report was received that the patient had received insufficient pain relief. The patient underwent a revision procedure where in an additional lead was implanted and was doing well postoperatively.